Event description:
It was reported that the patient complained of occasional dizziness and the physician noted pauses and heart rate less than programmed rate when reading the patient's holter monitor. Follow-up from the clinic indicated that the device was checked and everything was functioning normally. There was no intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.